Manufacturer narrative:
The technician replaced the head hi/low up and down valve stem and solenoid to repair the bed.

Event description:
Information received indicates, the head hi/low function is drifting.